Event description:
The reporter stated that the rotators had not been solvented to the syringes. This issue was reported by a s medical, a subsidiary of medex in germany. Medex became aware of this issue through medex medical.